Event description:
It was reported to philips that the main power plug does not work. Patient/user involvement is unknown. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown if the device was in clinical use at the time of the reported event but there was no report of patient or user harm. The philips field service engineer (fse) confirmed the issue and determined the power supply needed to be replaced. Following the evaluation of the device, the fse replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.